Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range impedance measurements via a remote monitoring system. All other lead measurements are stable and within range. The patient was brought into the lab and a 1.1j synchronized cardioversion was performed yielding an impedance of 94 ohms. Synchronized cardioversion at 41j was not performed. Out of range impedance likely due to low energy shock lead impedance testing with shock vector programmed to rv coil > can. The lead remains in service. To date, no adverse patient effects have been reported.

Manufacturer narrative:
At this time the product remains in service. If additional information becomes available this report will be updated as necessary.